Event description:
Boston scientific received information that this device was unable to be interrogated. Upon trying an error message popped up and would allow no further interrogation. The patient had undergone a surgical procedure earlier in the week and a magnet was used during that procedure. Boston scientific technical services (ts) was consulted and suggested there might be an issue with a reed switch and gave some troubleshooting techniques. If those troubleshooting techniques did not resolve the issues, device replacement was recommended. The device was explanted and at the explant procedure, the device was successfully interrogated. However, the device was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.